Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, there is stimulation detection problem with probe. Difficulty for the operator to detect stimulation as changed appearance of the stimulator (the tip of the stimulator is more rounded than usual, making it difficult for the operator to detect stimulation). There was no patient injury.

Manufacturer narrative:
Correction for manufacturer details. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d3 and d4 has been updated. H3: product analysis found that the device and an open pouch were placed in a resealable bag and returned in a plastic sleeve. The pouch was open from 3 of 4 sides and the open sides of the pouch were stapled. There was no damage noted in the construction of the returned device and no contamination observed on the device. The probe tip was compared to the reference probe tip and found no issues with the returned probe tip. The resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The probe tip was placed securely into the handle with no issues. The device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of s pecification condition was observed. H6: fdm b21, fdr c21 and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.